Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had an issue with the pump not saving information he was inputting. Customer stated that he is losing information out of the pump. Customer's blood glucose level was 220 mg/dl. Customer had low reservoir alerts and a no delivery alarm in the alarm history. Customer stated that everything is missing. Customer gave a bolus of 2.1 or 2.2 units. Customer stated that he is unable to see the amounts that he has given himself. Customer is unable to upload to carelink at this time. Insulin pump will need to be replaced. No further assistance needed.